Event description:
Pharmacy reports the set leaked after filling the bag with 5 fu from a pin hole found between the tubing and the bag. The leak was found immediately after filling. Pharmacist reports no direct exposure due to use of personal protective equipment. The bags were examined under the hood, per pharmacy protocol, prior to shipping to home pt. No pt contact.